Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: defective lcd/partial characters. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd display, stating she could only see 1/2 of the numbers on the screen. Customer stated that for a result of 103 mg/dl, she can see the top half of the screen result. The lcd screen was not cracked and that it had no physical damage. Customer stated the true metrix meter and not been dropped and nothing heavy had been placed on the screen at any time. The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported.